Event description:
User received low sodium results for 19 pt samples, which were higher when repeated on different c501 module at customer site. The following 17 pt examples were determined to be discrepant. Sample 1, initial 123; repeat 136 mmol per l. Sample 2, initial 126; repeat 139 mmol per l. Sample 3, initial 132; repeat 141 mmol per l. Sample 6, initial 127; repeat 137 mmol per l. Sample 7, initial 127; repeat 138 mmol per l. Sample 8, initial 124; repeat 138 mmol per l. Sample 9, initial 123; repeat 139 mmol per l. Sample 10, initial 124; repeat 139 mmol per l. Sample 11, initial 130; repeat 141 mmol per l. Sample 12, initial 124; repeat 139 mmol per l. Sample 13, initial 120; repeat 129 mmol per l. Sample 14, initial 122; repeat 133 mmol per l. Sample 15, initial 126; repeat 135 mmol per l. Sample 16, initial 127; repeat 140 mmol per l. Sample 17, initial 127; repeat 143 mmol per l. Sample 18, initial 123; repeat 139 mmol per l. Sample 19, initial 116; repeat on same c501 gave 117; repeat on different c501 module gave 132 mmol per l. Erroneous results were reported, pts not adversely affected.

Manufacturer narrative:
The field service rep was unable to determine a cause. The customer performed maintenance and calibration prior to the service visit. The field service rep ran precision, ise check on current calibration and reagents, but could not duplicate the problem. He replaced all reagents and performed ise prime and ise check. He verified analyzer performance by visually checking system, running calibration, controls and a precision study.